Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 7 unit bolus without user input and customer's blood glucose (bg) decreased to below 40 mg/dl. Orange juice was consumed to treat bg level. Additionally, the customer administered a glucagon injection to treat bg level. Review of the pump data logs by tandem technical support shows that the bolus was entered manually. The customer delivered a 7 unit bolus instead of a 0.7 unit bolus and acknowledged user error.